Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked and the touchscreen became unresponsive, and a replacement device was arranged with instructions to shut down the device and return it, while advising the patient to use the dexcom g7 app or receiver and to complete standard startup on the replacement. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms, no injury, and no medical intervention or hospitalization. Investigation included review of the reported hardware malfunction and user education on shutdown, data syncing to the mobile app, and device replacement process. Investigation of this case revealed a screen damage issue resulting in loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen.